Event description:
Customer reported, a temperature sensor failure. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the high voltage cable, filament driver board, and ribbon cable. System operates as intended.